Manufacturer narrative:
(B)(4). (B)(4). Pinion axle support the analysis results found that the ets45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a vats lobectomy procedure, the device was used with a blue cartridge on lung tissue and fired fine. The first firing on the bronchus with a green reload made a metallic crunching noise and staples had started to push through but not the knife, the cartridge was changed and the same thing happened. A new device was used with a green cartridge and all was ok. The surgeon and theatre team have had recent training and were very careful not to prefire or load the cartridge incorrectly. Product is with medical physics to record the complaint and should be released in a week or so for collection, then to be sent for analysis. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.